Event description:
Post operative patient was being infused normal saline at a rate of 125 per hour. Serum sodium result was sent electronically to the ehr but there was no warning or notice that the result was there. A hemoglobin level was less than 7 which also was sent to the ehr repository, but no one knew that there was a new result there. This resulted in a delay of treatment with life threatening potential consequences.